Event description:
The hiart system provides the ability for pt plan images and dqa images to be moved laterally and vertically. Separately, the hiart system also provides the optional ability to apply automatic treatment gantry roll correction at delivery time to adjust for pt position. In the event a pt or dqa plan has an image move applied, and if optional roll correction is subsequently applied during registration, the roll correction will be incorrect.

Manufacturer narrative:
Actual software code used in device evaluated. Tomotherapy conducted a review of the amount of pt moves and roll corrections performed at the one site which is using this software revision. In each case to date, the amount of positioning error was less than 2.8mm.